Manufacturer narrative:
The implicated product is a 9.5 fr dual lumen catheter with tissue ingrowth cuff & antimicrobial cuff in a percutaneous introducer system. The product received for eval is the 9.5 fr dual lumen catheter. The catheter measures 29.5 inches long. The antimicrobial cuff sleeve is located 15.7 inches distal to the proximal end. The tissue ingrowth cuff is immediately adjacent to the antimicrobial cuff, 16.1 inches distal to the catheter's proximal end. Significant serous residue fills the distal lumen. A lot history review reveals no mfg issues & no other complaints for this lot. Documents contained in the complaint file indicate the device was placed april 28, 1998. The incident involving the inability to obtain a blood return & a subcutaneous leak confirmed by dye study occurred on may 14, 1998. Tactual examination of both extension legs & the catheter shaft is unremarkable. No damage or defect is observed throughout the length of the catheter distal to the cuffs while examining it under 5x-15x magnification. Catheter patency is demonstrated by flushing & aspiring water with a 10cc syringe. The serous residue found in the distal lumen flushes freely out of the catheter. No leaks are found as the catheter's distal tip is occluded & each lumen is individually pressurized until the tubing bulges. Using the heise digital pressure indicator, the valve functions within MFR specs on both flushing & aspiration. The complaint of a subcutaneous leak is unconfirmed. Neither aspect of the complaint incident (inability to obtain a blood return & subcutaneous leak) could be replicated in the lab setting. Fibrin sheaths can form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the valve(s) & traveling back up the catheter through the capsule created by the fibrin sheath. As result, solutions exiting at a point along the length of the catheter may be misinterpreted as a leak & can hinder aspiration/blood return. Fibrin sheaths may be dissolved using available hemolytic medications.

Event description:
There was leakage noted from both lumens. Dye study was done which showed leakage. Removed & replaced 5/14/1998. 5fu was being infused.